Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. The device was evaluated upon receipt. Initial start up ip-0.2psi. Replaced pressure transducer. Mixing pump motor shows signs of seizing shaft motor spun by hand. Performed pm procedure. Replaced mixing pump head and motor, circulation pump head and motor, heater, manifold o-rings, drain valves, tank tubing, flowmeter. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with an inlet pressure issue. Per follow up information received via phone on 11dec2024, sample has been received for repair. No patient involved at the time of the malfunction. Per sample evaluation results on 11dec2024, mixing pump motor shows signs of seizing shaft motor spun by hand.

Event description:
It was reported that the biomed had the arctic sun device with an inlet pressure issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.